Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the single-site permanent cautery hook instrument was broken/disconnected at the front and had 5 uses remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient. The procedure was completed with a backup instrument. There are no photographic images of the device or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the single-site permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have failed the electrical continuity test. The complaint was confirmed by failure analysis.